Manufacturer narrative:
One photo was taken by the customer that is just of the packaging. No sample was returned for investigation. Due to no sample being returned for investigation, an investigation can not be conducted and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that primary tubing (where the secondary line connects) would not let anything flow through.